Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in receiver module, error code 222 was displayed (and no image was displayed). The electrical contact pins in the receptacle were corroded. Due to poor contact of receptacle unit, the endoscopic image could not be displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image fault and error e118. The issue occurred during setup. There were no reports of patient involvement.